Manufacturer narrative:
Concomitant medical products: product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3888-56, lot# va04wj8, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-56, lot# v511853, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a70, lot# n355771, implanted: (B)(6) 2013, product type: lead. Product ID: 3986a70, lot# n366297, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient¿s healthcare provider (hcp) was supposed to arrange to have the device removed but the patient had not heard anything and she was not sure what to do. She had a car accident in 2013 and she needed an MRI. The lead wire broke during the accident and the hcp would be removing the device. The patient was advised to contact their hcp office regarding the implantable neurostimulator (ins) removal.

Event description:
Additional information reported that that the patient previously reported getting shocked by her stimulator but was telling the health care professional that she was not. It was noted that there was some confusion. It was noted that an x-ray was ordered to determine placement of the stimulator but the patient had yet to do it. It was noted the patient had cancelled a previous appointment on (B)(6) 2014. It was noted the patient was scheduled for (B)(6) 2014. It was further reported that the patient had mental issues and was non-compliant with x-rays and follow up appointments.

Event description:
It was reported that a patient had a shocking or jolting sensation ¿where her lead wire is implanted in her left shoulder¿. The patient stated that she had a sore that ¿looked like a burn¿ near the incision site. It was reported that the patient had turned her stimulation down to ¿.50¿ because it hurt the patient - especially when the stimulation was felt in the shoulder. It was stated that the patient¿s healthcare professional was aware of the sore. It was reported that a manufacturer¿s representative did an impedance test on the patient¿s device ¿last month¿. It was stated that the patient was told that the lead wire was broken from a car accident the patient had in (B)(6) 2013. Additional information received reported that the patient stated that her shoulders were hurting all the way down to her elbows from the neck on both sides. It was stated that the lead could not be repaired and was ¿shut off¿. The patient stated that she felt that ¿something was different¿ with her stimulation since the car accident. The patient stated she was unsure which lead was broken. It was reported that the patient¿s lead wires were implanted in the spine into the shoulder ¿ into the neck and into the back of the patient¿s head. The patient noted that she has had 2 car accidents, (B)(6). It was stated that the patient would contact her hcp to have therapy checked. Additional information received reported that the manufacturer's representatives had not been notified of this event. It was reported that the patient had her ipg replaced on "(B)(6) 2014" to the new sensor technology. It was noted that records indicated that the patient's current device was implanted (B)(6) 2013. It was reported that all impedances were normal. Additional information received reported that the healthcare professional stated that she had not heard this information before. It was noted that the patient was just seen on (B)(6) 2014 for an injection for cervical pain, unrelated to the device, and was scheduled for an office visit (B)(6) 2014 for follow-up. It was stated that the hcp would call back after patient is seen on (B)(6) 2014.